Manufacturer narrative:
Complaint confirmed. Tested returned unit. No mfg parameters found out of spec and original panasonic battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.010v. Did not observe battery icon or booklet icon while strip was inserted. Did not observe strip code. However, uom was selectable and was received at mg/dl. No errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that they were unable to use their freestyle meter as the display screen had frozen. The meter was returned and, through the course of investigation, was discovered to exhibit the memory overwrite malfunction on 13dec06.